Event description:
It was initially reported that the patient was having an increase in seizures. It was not provided if the increase in seizures was above or below baseline or of they were related to vns. The patient had a generator replacement and product return attempts are in process. Good faith attempt for additional information have been unsuccessful to date.

Event description:
Follow up with the physician found that the sleep apnea was not related to vns. No other information was provided.

Event description:
Additional information was received that product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The battery, 2.854 volts as shows an-non ifi condition. The data in the diagaccumconsumed memory locations revealed that 67.377% of the battery had been consumed.

Event description:
Additional information was received that the generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.